Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 82524dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6)2003, (B)(6)2004, (B)(6)2009). On(B)(6)2010, the patient had essure inserted. In 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression"), abdominal pain lower ("cramping") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of the essure in (B)(6)-2010). Essure was removed in (B)(6)2010. At the time of the report, the pelvic pain, pregnancy with contraceptive device, depression, abdominal pain lower, anxiety and fatigue outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, anxiety, depression, fatigue, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results: on unknown date: urine pregnancy results: negative (B)(6)2010:hysterosalpingogram: total bilateral occlusion findings: 1. Normal appearing uterine cavity and normal uterine contour. 2. Essure coils in place bilaterally approximately 0.5 to 1.0 cm from the internal tubal ostia. 3. Contrast fills only the uterine cavity and proximal portion of the tubes bilaterally to the point of the coils. There is no filling or spillage of the contrast material from the distal and either tube. There is slight extravasation of the contrast material from the proximal junction of the coils and the tubes and this extravasation is likely interstitial to subpariteal in location. 4. Hsg consistent with bilateral tubal occlusion status post essure most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events pregnancy, fatigue, anxiety & device ineffective were added. Lot number & lab data updated. Historical & conditions & drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 82524dk -not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 2003, (B)(6) 2004, (B)(6) 2009). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression"), abdominal pain lower ("cramping") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgical removal of the essure in (B)(6) 2010). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain, pregnancy with contraceptive device, depression, abdominal pain lower, anxiety and fatigue outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, anxiety, depression, fatigue, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results: on unknown date: urine pregnancy results: negative. On (B)(6) 2010: hysterosalpingogram: total bilateral occlusion. Findings: 1. Normal appearing uterine cavity and normal uterine contour. 2. Essure coils in place bilaterally approximately 0.5 to 1.0 cm from the internal tubal ostia. 3. Contrast fills only the uterine cavity and proximal portion of the tubes bilaterally to the point of the coils. There is no filling or spillage of the contrast material from the distal and either tube. There is slight extravasation of the contrast material from the proximal junction of the coils and the tubes and this extravasation is likely interstitial to subparietal in location. 4. Hsg consistent with bilateral tubal occlusion status post essure. Lot number is 82524dk - not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and depression ("depression"). The patient was treated with surgery (surgical removal of the essure in (B)(6) 2010). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower and depression outcome was unknown. The reporter considered abdominal pain lower, depression and pelvic pain to be related to essure. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.